Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the control console display for the sorin s5 system was blank during training. There was no patient involvement. A sorin group field service representative was dispatched to the facility to investigate. The service representative tested the unit and found that the display modules did not have the necessary files to populate the displays and the unit was not recognizing any of the modules. The service representative found a tripped circuit breaker, however resetting the breaker did not correct the issue. The system was flashed to the correct arrangement but that also did not resolve the issue. Two circuit boards in the e/p pack were replaced and the issue persisted, and so the whole e/p pack was replaced. The system was started and the displays were functioning correctly. The modules were put back and the system was flashed to the newest revision. A complete functional verification did not identify further issues, and the unit was released to the customer. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the system display for the sorin s5 system was blank during training. There was no patient involvement.